Event description:
It was reported that during the use of the ptd to remove a clot from the hepatic artery, the cable separated leaving the portion with the basket in the pt. The pt was sent to surgery for removal of the retained portion. There were no add'l complications. The procedure involved use of the device in a manner not indicated in the product labeling.

Manufacturer narrative:
Due to a clerical oversite, this report is being submitted beyond the 30 day reporting period.